Event description:
During implant procedure, noise was observed on the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
Reported event of signal artifact/noise was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including sensing test, found no anomaly contributing to reported event of signal noise.